Event description:
Healthcare professional reported a xen®45 gts "slider had a sense of resistance in the middle of pushing the slider which led to a broken implant" during implantation in left eye. Device was removed and surgery was completed with a backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: prior to sample investigation, the unit box (where the sample was stored after the receipt photograph was taken) was opened. The slider knob was no longer found in the start position and was now found situated near the end position. After observing the updated sample condition, the stent was unable to be located within the packaging. The updated sample condition is likely due to analyst handling at receipt. Based on the details reported complaint description, it is likely, the stent may have deployed from the injector prior to receipt. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. The slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider had a sense of resistance in the middle of pushing the slider which led to a broken implant" during implantation in left eye. Device was removed and surgery was completed with a backup device. No eye injury reported.